Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, on the resection of the rectum the stapler misfire. Another stapler was used to complete the case. There was no patient injury.